Event description:
It was reported that the patient died due to a bleed on the chest wall posterior to his lung, on the same side as the cardiomems sensor implant location.

Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.